Event description:
It was reported that the device had premature battery depletion and indicated elective replacement (eri). The device was explanted and replaced. It was also reported that there was high threshold on the right ventricular (rv) lead and the threshold had been gradually increasing over the years. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.